Event description:
A report has been received from a hemodialysis facility of an event occuring on (B)(6) 2011 which stated that the dialyzer has leaked at the bottom during treatment. Additional info received stated that during normal inspection of the dialyzer and also during priming, no visual cracks or saline leaks were noted. Approx 25 mins into treatment, the blood leak was detected and the ebl was 400cc's. This amount was due to the blood contained within the circuit not being returned to the pt, per hospital policy following the event the pts vital signs remained stable and he did not require any medical intervention. He continues with his prescribed therapy. The device was not retained for evaluation.